Event description:
During a percutaneous nephrostolithotripsy procedure, the tip of the ultrasonic probe was found missing. After all stones in mid and upper calix cleared, tip was found up laterally in the subdiaphramatic area in an extra-renal position. It is considered as lodged foreign body and requires no surgical extraction at this time.